Event description:
It was reported that the patient presented to the ER with chest pains. Perforation was noted on the ventricular lead with pericardial effusion. The rv lead was repositioned.

Manufacturer narrative:
No medwatch form was received.